Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was sleeping that the infusion set's tubing tore off at the cannula connector and she was unable to use the set, as the tubing did not connect to cannula any longer. Reportedly, at the time of the incident her blood glucose level was almost 400mg/dl. Further, there was no damage when the package was first opened. Moreover, she resolved this issue by replacing her infusion set and then resumed insulin. No further information available.